Manufacturer narrative:
The customer contacted the siemens technical solutions center (tsc). A siemens headquarter support center (hsc) specialist evaluated the instrument data which indicated that the instrument required cleaning maintenance. It was also discovered that the customer was centrifuging patient samples outside of the tube manufacturer specifications. The customer stated to tsc that they are unwilling to change their centrifugation settings. A siemens customer service engineer (cse) was dispatched to the customer site. The cse proactively replaced the integrated multisensor technology (imt) module and made additional recommendations to the customer regarding sample handling and centrifugation times. The cause of the discordant, falsely elevated na and cl result is unknown, as the sample resulted as expected upon repeat testing on the same instrument. The cause of the sample being centrifuged outside of tube vendor specifications is failure to follow instructions. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
Discordant, falsely elevated sodium (na) and chloride (cl) results were obtained on one patient sample on a dimension vista 500 instrument. The discordant results were not reported to the physician(s). The sample was tested on the same instrument and an alternate instrument, resulting lower. The corrected results were reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely elevated na and cl results.